Event description:
On (B)(6) 2013, the patient contacted animas and alleged that he had been hospitalized on (B)(6) 2013 with a blood glucose (bg) over 500 mg/dl, with nausea and vomiting. He was in the ICU, and was discharged on (B)(6) 2013. The patient alleges that about a year ago he had noticed the keys becoming unresponsive and then the keypad fell off. He has been off the pump and on manual injections for the past 6 months. He continues on manual injections. This complaint is being reported as the patient experienced hyperglycemia while on a back-up plan due to the keypad issue.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 1/23/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: pump passed delivery accuracy test and found to be delivering within required specifications. Date of reported event is (B)(4) 2013; pump histories show pump was not in use beyond (B)(4) 2013. Daily insulin delivery totals correctly reflected the user's programmed basal rates.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/25/2014 with the following results: keypad is peeling. Contrast button does not respond to presses. Keypad removed. Contrast button contact is missing. No other damage found to button contacts. Unrelated to the complaint, the display is dim with a red hue.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.